Event description:
The manufacturer received information alleging a ventilator stopped delivering flow alarmed for high temperature. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The inlet air path foam had become detached and was blocking the blower inlet. The device's air path foam needs replaced to address the issue.

Manufacturer narrative:
In the previous submitted report incorrect coding was provided. The coding is corrected on this report.